Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power may have been cut during operations.

Event description:
It was reported that the 9900 system will not store image. No patient injury was reported.